Manufacturer narrative:
The customer reported that the exact date the event occurred is unknown, however it is known that it occurred on either (B)(6) 2017. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume than programmed (over infusion) during therapy (dose unknown). The device was programmed to infuse 100 ml of "basopresin" at a rate of 20 ml/hour for 8.5 hours. The customer reported the device fully administered the programmed volume to be infused in 2.5 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified the door shims were missing which contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported over infusion which was reproduced. Engineering investigation concluded that the root cause was unauthorized user facility maintenance. The door hook shims were removed from underneath the door hooks while in the field prior to the pump¿s return to baxter medina. The flow rate accuracy of the pump will vary if the door hook setup is altered. The door shims were replaced and the device was calibrated to correct this condition. Use errors and proper user instructions are addressed in "spectrum service manual", which is shipped with every spectrum infusion pump device. The guide instructs that servicing of the spectrum infusion pump is restricted to qualified, baxter trained, service personnel who employ baxter authorized parts and procedures. Use of other parts and servicing procedures is prohibited. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.